Event description:
The facility representative reported a colleague infusion pump with failure code 814:04 during powering up. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history confirmed the reported condition as failure code 810:04; which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation was unable to confirm the customer reported condition of 814:04; however failure code 810:04 was confirmed. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. Review of the device event history determined that the condition of failure code 810:04 occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.